Event description:
The tps bi-directional footswitch was returned for service. Upon evaluation at the manufacturer it was found that there was a cut in the cable exposing the copper wires. There was no patient involvement or adverse consequences to the user reported as a result of this event.

Manufacturer narrative:
Upon disassembly for visual inspection mechanical damage to the cable was found.